Event description:
Clinical report stated dislocation but does not mention surgical intervention. Further follow-up discovered the patient had recurrent dislocations, no revision just popped back into place. Eventually the patient was revised to a constrained.